Event description:
The customer reported that during the vasoseal procedure, the sheath separated from the hub. The sheath and collagen were removed with hemostats and manual pressure was used to achieve hemostasis. There were no further complications.